Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge in use or loaded a new cartridge to resolve the issue. Customer's blood glucose (bg) level was 500-565 mg/dl. Elevated bg was addressed via manual insulin injection.